Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that coil detachment occurred. A 15mm x 40cm .035 interlock was selected for use in a transcatheter retrograde splenorenal shunt vein embolization. During the procedure, it was noted that the coil was detached and could not be used normally. The procedure was completed with a new device. There were no patient complications as a result of this event.

Event description:
It was reported that coil detachment occurred. A 15mm x 40cm .035 interlock was selected for use in a transcatheter retrograde splenorenal shunt vein embolization. During the procedure, it was noted that the coil was detached and could not be used normally. The procedure was completed with a new device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: the interlock was returned for analysis. It was observed that the main coil and the introducer sheath were returned. It was observed that the main coil was bent and stretched at the primary coil section.